Event description:
A caller reported that the t:slim x2 pump battery would not charge, and the pump screen remained dark and unresponsive. The impact on the customer's blood glucose level was not reported, as the customer was unaware of their current levels. Technical support instructed the caller to try various troubleshooting steps, including pressing the pump button and using a known working charging setup, but the pump did not turn on. The caller was advised to attempt charging the pump with the tandem charger at home and to contact technical support again if additional help was needed.